Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer stated she started experiencing high blood glucose over 350 mg/dl and tried to bolus but it would not come down. The next morning she woke up with blood glucose in the 400 mg/dl range and felt very sleepy. Then she started vomiting on her way to an event from work and was taken to the hospital after the event. The customer went to the emergency room and was released about 36 hours later. Blood glucose value at the time of the admission was over 400 mg/dl. She was treated with insulin drip. The customer stated she has not had any issues with high blood glucose since then.